Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of a vascular malformation in the lower leg, the coil got stuck and then detached in the catheter. Both segments of the coil were removed in their entirety along with the catheter from the patient. There was no reported patient injury or intervention.

Manufacturer narrative:
The device was returned with the pusher and catheter for analysis. The catheter demonstrated signs of kinks on the gold connector section, close to the epoxy joints. The pusher appeared to be in specification, with slights folding in the strain relief section. The pusher was dissected to expose the attachment tether monofilament. The monofilament displayed a stretched tail. Based upon the investigation analysis and available information, the reported complaint is confirmed. The root cause of the break is unknown. The monofilament tail and stretched coils on the implant are indicative of a tensile break, which can be caused by user applying too much force during the procedure.